Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet system, with self-monitored blood glucose at 56 mg/dl and concurrent cgm readings at 48 mg/dl despite meal announcements, and the cgm appeared unresponsive until a calibration was performed; the user treated with oral carbohydrates and was referred for additional training and a possible ilet reset. Symptoms included feeling wobbly consistent with hypoglycemia. Outcomes included need for oral glucose treatment without medical intervention or hospitalization. Investigation included customer care troubleshooting, serial fingerstick checks, cgm calibration, report review, and escalation for training. Investigation of this case revealed a cause that remained unclear, with discordance between cgm and bgm contributing to perceived persistent low readings and necessitating user education. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.